Manufacturer narrative:
The reported event involving a pump module(s), that an infiltration occurred on the pediatric emergency department. The clinician stated the pump did not alarm but it ¿infused everything into the interstitial space¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported during a site visit, that the an infiltration occurred on the pediatric emergency department. The clinician stated the pump did not alarm but it ¿infused everything into the interstitial space." The tubing was assessed and there were no leaks or defects. It could not be confirmed if the patient was harmed. The bd clinical practice consultant instructed the staff that the IV pumps do not detect infiltrations and will not alarm under infiltration conditions.